Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported he was experiencing high blood glucose and the insulin pump alarmed motor error during rewind. Customer's blood glucose level was 544 mg/dl, treated with backup plan. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.